Manufacturer narrative:
(B)(4). Batch # u5cr2k. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with a tyvek and fully fired, the reload pan was noted to be partially dislodged. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the procedure, a psee60a has been used with a green reload. The stapling worked. This first reload has been removed and discarded. The second reload from the same lot could not be inserted in the device : detachment between the green and metallic parts. Reload replacement. No patient consequences reported. No further information is available.